Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual review of the returned device confirms item and lot etch identification. Indentations to the knob, handle body, and handle shaft were noted from previous uses. Threaded tip is stripped and deformed. No other damage was noted. Device has an approximate field age of 10 years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. The most likely root cause is wear and tear due to repeated usage over many years on the field. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Flexible silicone drill driver item# 110010733 lot# unknown. H6. Device code: multiple devices/malfunctions were reported; however, it was not specified which malfunction corresponds with each device. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon setting instruments up for a surgery, the product was worn and broken. Diligence is completed and no further information on the reported event has been provided.